Event description:
Problem reported there was a "feed rate deviation outside the tolerance". There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition. There was no evidence in the device's event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause. The exulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.